Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump has cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive advised to discontinue use of the insulin pump. No add'l info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. (B)(4).